Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with a blood glucose of over 570 mg/dl. The current blood glucose is 127 mg/dl. The customer was off the insulin pump for less than 48 hours prior to hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.